Event description:
Additional information indicates patients infections has resolved.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Patient also had an I&d on (B)(6) 2024 wherein the device areas were cleaned. The location of the infection is unknown.

Manufacturer narrative:
A patient experienced an infection was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient also had an I&d wherein the device areas were cleaned. The patients' infections has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.